Manufacturer narrative:
Device received with critical pump error alarm and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Device received with cracked case(battery tube) and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. Customer did not recall blood glucose at the time of incident. The alarm happened after being in the pool. The battery cap was cracked. Troubleshoot was performed. The insulin pump screen had critical pump error. The customer has turned off the insulin pump. The insulin pump will be returned for analysis.